Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: runthrough. Guide cath: 6f brite-tip xb-3.5. Evaluation summary: the device was returned for analysis. The reported material deformation was able to be confirmed. The reported difficulty to remove using a guiding catheter was unable to be replicated in a testing environment due to the condition of the returned device. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 75% stenosed, concentric, de novo lesion with moderate tortuosity and moderate calcification in the circumflex artery. The 2.5 x 33 mm xience alpine stent delivery system (sds) attempted to cross the lesion without pre-dilatation; however, the sds got stuck due to calcification in the vessel. During removal, the sds met resistance with the tip of the guiding catheter and the proximal edge of the stent became flared. A new device was used to complete the procedure successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.